Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens (iol) was partially inserted into a patient's right eye & removed in the same procedure as the trailing haptic snapped-off during insertion. The procedure was completed using another lens of the same model and diopter (22.0d). There was patient contact with cartridge and lens. There was no medical intervention required. The patient outcome status was reported as no issues/problems. No further information was provided. The patient had bilateral lens implantation. This report pertains to the patient's right eye. A separate report is being submitted for the patient's left eye.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on apr 4, 2025 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device reveal that the complaint lens was received cut in half (the pieces were stuck together) and coated in viscoelastic residue. The lens was cleaned revealing the lens was scratched and one haptic was damaged. The complaint issue delivery issue was not identified during product evaluation. The observed haptic damaged is similar to the reported complaint issue haptic detached. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications . No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.